Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.